Event description:
It was reported that a 25-18 amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024 using an 8f amplatzer talisman delivery sheath. During implant the right atrial disc of the device took on a mushroom shape. The disc was observed to flatten to some degree by pushing the cable. The physician accepted the disc shape and released the device. It was noted that the disc did not flatten completely. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not conclusively be determined. Please note per the instructions for use, do not release the device from the delivery cable if the device does not conform to its original configuration, or if the device position is unstable or if the device interferes with any adjacent cardiac structure (such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs), aorta (ao)).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25-18 amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024. During implant the right atrial disc of the device took on a mushroom shape. The disc was observed to flatten to some degree by pushing the cable. The physician accepted the deployment and released the device. It was noted that the disc did not flatten completely.